Manufacturer narrative:
Manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported ((B)(6)) high impedances were observed on the lead. Effective stimulation was restored at the time without using the alleged lead. Subsequently, the lead was explanted and replaced which resolved the issue. Effective stimulation was restored postoperatively.